Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: a detached needle of product code was returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined and remnant suture was noted. The suture was not returned. Per the sample condition the assignable cause of the performance ¿ needle pull off, is a clip off caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the suture was used. During the male skin suturing, pull off suture needle occurred. Another like suture was used to complete the procedure. There were no patient consequences reported.